Manufacturer narrative:
The device was returned, and the evaluation found that the device could not be lit occasionally due to a defective power unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the lighting malfunctioned on the light source. The issue occurred during preparation for use for a diagnostic hysteroscopy. The procedure was completed with another similar device. The patient was not under anesthesia and there were no reports of a delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: b5 and h6 (medical device problem code) correction to information provided in g3 of the initial medwatch report: olympus became aware of reportable malfunction noted in b5 on 26jan2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lamp did not light due to faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: the device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed that device could not be lit occasionally due to defective power unit. This report was submitted to report the malfunction found during device evaluation. There was no report of patient involvement.